Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer understood and acknowledged. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.